Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No delivery alarm or occlusion during therapy not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s high blood glucose level was 455 mg/dl at the time of the incident. The customer was treated with the manual injections. The customer also stated that the insulin pump had no delivery alarms. It was stated that the auto mode was inactive on the insulin pump during hyperglycemia event. The customer declined troubleshooting for high blood glucose level as well as no delivery alarms. The customer stated that they have tried all the remedies for the no delivery alarms. The insulin pump will be returned for the analysis.